Event description:
It was reported that during an rvot ablation after ablating at 50 watts for multiple lesions, the pt was noted to have a low arterial bp following a steam pop. The user evaluated the pt with echo and fluoro and determined there to be a pericardial effusion with subsequent tamponade. A periocardiocentesis was performed with the pt stabilizing immediately. The pt was also placed on dopamine to stabilize the bp and transferred to the ICU. A follow up echo 30 mins later showed no effusion.

Manufacturer narrative:
(B) (4).